Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 04-jan-2024 and forwarded to millyard advanced medical products, llc on 05-jan-2024. The patient reported her pump indicated to switch to her back-up pump, which was successfully performed with clinician-assisted troubleshooting. The patient told the clinician she was going to try to get the original pump working herself. The patient later reported she didn't have any batteries fully charged because she didn't put them on chargers. She said she was unable to troubleshoot due to low battery and not knowing which pump and remote were paired. The hospital clinician reported that patient was admitted on (B)(6) 2024 to receive IV treprostinil. New systems were sent to the hospital and the patient was restarted on remodulin therapy. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.